Event description:
It was reported, curved needle chemotherapy drug leakage. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residues throughout the returned device. The sample was functionally tested by flushing the infusion set with water using a 12 ml luer lock syringe. During testing, a leak was observed originating from the needle housing, near the base of the needle. A uv light was used to identify spots of missing adhesive near the interface of the needle shaft and needle housing. Due to the lack of proper adhesive application, the complaint was confirmed and was determined to be related to device manufacture. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 9/9/2025: the leak occurred while the nurse was administering a chemical agent. The port was re-accessed with a new needle. There were no injuries or negative outcomes for the patient.